Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "proceed with the essure hysteroscopic sterilization as well as a thermachoice endometrial ablation". The patient's medical history included abnormal uterine bleeding, endometrial hyperplasia, paratubal cyst and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), supracervical abdominal hysterectomy, left salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia. Three coils visible on the patient's right and four coils visible on the patient's left after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 626977 manufacturing date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "proceed with the essure hysteroscopic sterilization as well as a thermachoice endometrial ablation". The patient's medical history included abnormal uterine bleeding, endometrial hyperplasia, paratubal cyst and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), supracervical abdominal hysterectomy, left salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia three coils visible on the patient's right and four coils visible on the patient's left after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number- 626977. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: reporter information, medical record, lot number and rcc added. Event essure hysteroscopic sterilization as well as a thermachoice endometrial ablation done was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterctomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding) were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.